Event description:
During a remote follow up, it was noted the device had reached elective replacement indicator (eri). Overestimation or premature battery depletion was suspected. Technical support was contacted and suspected overestimation at the previous follow up. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Upon receipt, the device was at elective replacement indicator (eri). A longevity analysis was performed and battery depletion was within normal range. In addition, the device functioned normally during testing and no anomalies were found. During data review of the device image, analysis found the battery life estimated on the programmer was higher than the actual battery life remaining. This longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer software. No device malfunction was identified.